Event description:
It was reported that pump experienced malfunction alarm with code that could not be reset, and there were no notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for placing malfunctioning pump into storage mode and returning it within required timeframe, and advised customer to manually enter pump settings and reconnect glucose sensor once replacement pump was received.